Manufacturer narrative:
On 04/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/22/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, right deflation of the implant was confirmed by visual examination. During evaluation of the sample it was observed a crease running from the anterior aspect to the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a tear within the crease measuring less than 0.1 cm and also an area of shell abrasion was found. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant medical products: mentor smooth round moderate profile 525cc saline breast prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a visual examination performed in the doctor¿s office. As a result, the patient underwent explantation on (B)(6) 2019.